Manufacturer narrative:
This report is submitted on february 23, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and infection at implant site and the patient was administered topical and oral antibiotics (date not reported). The issue could not be resolved; subsequently on (B)(6) 2016 it was reported the patient experienced infection, necrosis and a subdural hematoma at magnet site. Subsequently the patient underwent skin flap revision surgery on (B)(6) 2016 and underwent a procedure to drain haematoma.